Event description:
It was reported that the patient was experiencing an electric shock at the ipg site. A bsc engineer had recommended that the ipg be replaced due to malfunction. The ipg was explanted and the patient is reportedly doing well following the surgery.

Event description:
It was reported that the patient is experiencing an electric shock at the ipg site. A bsc engineer has recommended that the ipg be replaced due to malfunction. The ipg was explanted and the patient is reportedly doing well following the surgery.

Manufacturer narrative:
This event was previously reported. See MFR. Report # 3006630150-2021-04896.